Event description:
Ra sensing amplitude very low (<0.5mv) and what appears to be noise on iegms. Recommended evaluating lead in person to decide if smart detection should be programmed off. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.